Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, it was reported, the insulin pump was powering off. No further information was provided. The patient reported no symptoms or medical attention. The technical service representative contacted the patient to obtain and clarify information; however, was unable to reach her by telephone. As the power issue was not resolved, this complaint is being reported. There was no adverse event associated with this issue.